Event description:
It was reported that it was difficult to remove the needle over the swg. The event occurred in the ICU and placement was in the axillary of a (B)(6), (B)(6) cm, (B)(6) kg female pt. As a result the swg and needle were removed as a whole. A second attempt was made in the axillary and the same issue occurred again, and the swg and needle were removed. See MDR 1036844-2013-00319 for second attempt. There was a delay in treatment, but no harm was caused to the pt. No complications or death occurred to the pt. See MDR 1036844-2013-00284 for the third attempt on the pt. Per returned sample the swg is severely kinked.

Manufacturer narrative:
(B)(4).